Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 37 mg/dl at the time of incident and high blood glucose value of customer was 447 mg/dl. The customer was treated with food and glucose tablet. Customer reported that the retainer ring was missing. The customer stated that the reservoir did lock into place. Customer stated the insulin pump had cosmetic damage. Customer reported that auto mode feature was not active at time of low blood glucose event and high blood glucose event. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. No missing retainer noted. (B)(4).